Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with fingerstick readings up to 274 mg/dl and sensor readings of 400 mg/dl reported. The pt also reported a brief hypoglycemic value of 65 mg/dl. The user stated highs often followed lows, and recalibration of the ilet with a fingerstick was performed, after which glucose trended down. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of device data and user-reported event details, along with troubleshooting and education on monitoring. Investigation of this case revealed that the duration of lows was short and there were stable in-range periods between lows and highs, with no device malfunction identified and the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.